Manufacturer narrative:
(B)(4). The console has not yet been returned for analysis but is anticipated to arrive.

Event description:
The hosp perfusionist reported an issue with the mps console during a procedure on an adult pt. He reported that the console ceased function and became non-responsive during the last "cold maintenance dose" which keeps the heart arrested and displayed an error code. The perfusionist stated that as a result of the error code, the console powered off and on again and functioned intermittently to complete that dose and the remainder of the procedure. The procedure was completed without any pt complications, the console has not yet been returned to the manufacturer for analysis.